Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found two external insulation abrasions breaching the outer insulation proximal to the suture sleeve tie marks consistent with friction to device can. The cause of noise was due to the exposure of the outer coil at the abrasion zones.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial (ra) lead exhibited episodes of over sensed noise. The lead was explanted and replaced. The patient was in stable condition.